Event description:
It was reported by the customer that the doctor was performing a procedure with the pegasys generator and the drape caught on fire. It wasn't known whether the fire was caused by the pegasys generator.